Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was admitted to the emergency unit complaining of thoracic pain and amplified breathing. During hospitalization a small effusion was noted on an echocardiograph. This right ventricular (rv) lead was repositioned due to a perforation and positioned in a more septal positon. The patient was discharged two days later and no further pain was noted after the repositioning. No additional adverse patient effects were reported.